Event description:
Long term ventilator pt was found unresponsive, unsuccessful attempt to resuscitate. During resuscitation attempt, it was noted that the ventilator was in standby mode. During the resuscitation attempt, a respiratory therapist witnessed the display functioning without direction and upon attempts to recover data, display did not operate as expected. The operator was unable to select functions or values. Logs were contained from the ventilator and are in the process of being reviewed by the MFR.